Manufacturer narrative:
Unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was explanted from the patient's right (od) eye because the patient complained of having blurry vision one week after the implant. The patient also reported cloudiness, shadows, and double vision. Bscva (best spectacle corrected visual acuity) was 20/40 + 2 before and after was 20/20. The customer noted that the patient seems happy at one-day post-operation. No further information provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that returned product investigation results provided in follow-up #1 comment in section h10 text, was for another file. This supplemental MDR is being submitted to correct the information provided on product investigation results. Note that section h6 investigation codes provided in follow-up #1 MDR remain the same. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency was identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 2/26/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during the explant. The lens was cleaned and no cosmetic defects were observed. The complaint issue could not be confirmed and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.